Manufacturer narrative:
Correction: the surgeon opted to complete the procedure with the use of the navigation system and proceeded as planned despite the csf leak. Additional information: the medtronic representative reported that there is suspect that the issue was related to use error. Tracer pattern from the procedure was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative confirmed that the same lot number of patient tracker and same model of balloon used in the procedure were testing and accuracy were verified. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect balloon was discarded by the site and will not be returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the surgeon felt a 5 mm imprecision when utilizing the 7 mm frontal 70 degree balloon. The imprecision led to a cerebrospinal fluid (csf) leak in the right sinus. The representative reported that the ostium seeker was navigated in the right sinus with precision and when switching to the balloon, the reported issue occurred. It was reported that the same balloon was used to navigate the left sinus with precision. The patient was transported to a hospital for recovery. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.